Event description:
The pt was reportedly experiencing intermittencies, intermittent pain, and overly loud sensations. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. Testing of the device revealed that it is functioning. Surgery to explant the pt's device is in discussion.